Event description:
While placing a central line into right ij and went to advance guidewire but unsuccessful. Attempted to remove guidewire and was unable to do so. Needle and guidewire removed at the same time from patient and still unable to remove guidewire from needle once outside patient. Product malfunctioned.